Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000138201.

Event description:
It was reported that the patient experienced a headache and was admitted to the hospital for a csf leak on (B)(6) 2023. The patient had a blood patch procedure and was then discharged from the hospital. The patient was then admitted on (B)(6) 2023, for the same issue, and had another blood patch procedure and a lumbar drain placed and is now discharged from the hospital. The investigation did not determine which lead attributed to this issue.